Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that peritoneal dialysis (pd) transfer set was unable to disconnect from a drain bag. This connection issue was further described as, "the patient was trying to unscrew a 3l drain bag and it just kept twisting then when they took a good look, the light blue part was loose". This occurred during an unspecified process step of peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection with the naked eye and magnification noted that the female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The initial reported connection condition was not verified; however, a separation was observed between the female connector and main body. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/additional information was added to d4 (catalogue #), d5 (operator of device), g4 (PMA/510k #), f10/h6 (medical device problem codes and component codes) and h10. H10: integrity testing was also performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.